Event description:
I had saline breast implant in 2002. My sickness started about 4 years later. I had suffered from thyroid disease, autoimmune disorder, hashimoto's thyroiditis, rheumatoid arthritis, problems two kinds, weight gain, larger weight gain, had to remove my gallbladder. Symptoms: horrific migraines, fatigue, constipation always, pain and hardening of one saline implant, severe neurological problems, extreme unnatural fatigue, hair loss beyond words, developed lipomas, heart palpitations, arms, neck, under armpit pain, early menopause symptoms, anxiety, loss of dreams. I couldn't eat anything without instantly bloating skin is aging rapidly, also my teeth went to trash. I am weak daily, I don't sleep, I forget everything lately. I hurt so badly my neck is killing me daily, leaky gut, ibs and sibo symptoms, diagnosis of fibromyalgia. I don't know if I have touched half of it. Lupas, tingling feet, my hands don't always work. I am scared because I don't have the money to get them out. I had them done because I was born with one side of breast, the other never grew. Event abated after use stopped or dose reduced? No.